Event description:
It was reported that a malfunction alarm occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer received guidance on battery best practices, was assisted with resetting pump, and continued using pump after malfunction did not recur, with instructions to call back if issue returned.